Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. Visual and functional inspections were conducted. The catheter failed the leak test because loss of balloon integrity. It could be the result of the housing puncture that caused balloon burst

Event description:
It was reported that a patient underwent an endometrial thermal ablation procedure on an unknown date. During the procedure, the balloon ruptured. The patient was severely burned. The surgeon had 35 ccs of fluid in the balloon. The patient's current status was unknown. Additional information has been requested.